Manufacturer narrative:
Unit had unresponsive button due to flattened dome switch at up arrow button on keypad trace. Unit received with cracked at corner display window, cracked reservoir tube lip and broken belt clip slot at battery tube side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.